Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect ipth list 8k25-25 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The account stated architect intact pth assay is generating higher results compared to another method: beckman coulter dxi intact pth. Examples were provided of 145 samples ranging 38 to 671% higher than compared to beckman coulter dxi intact pth. No impact to patient management was reported. The data below is formatted as initial architect result (pg/ml), followed by beckman result (pg/ml): (B)(6).

Manufacturer narrative:
No customer returns were available for evaluation. Complaint reports received to date were reviewed to determine if others have experienced the same issue. This review did not identify an increase in complaint activity for reagent lot 00415i000. In addition, accuracy testing was performed using reagent lot 00415i000. This testing met acceptance criteria, all control values were within range. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l.la'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion the study indicated that standardization efforts are warranted and assay-specific decision limits are required. In addition, technical bulletin tb 1003-2016 was reviewed which indicates that the architect intact pth calibrators and controls will have a reduced expiration date (shelf life) to address calibrator instability. A study performed in april 2014 using abbott intact pth calibrators with reduced dating supports the return of product performance to product claims. Similar overall performance to a comparison assay was observed in 2014 as was observed in 2007. The % bias was determined to be 30.2% in stat method and 26.2% in routine method. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the evaluation, the architect intact pth reagent lot 00415i000 is performing acceptably.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).